Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR: promus element mr ous 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent revealed damage. The first proximal strut was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a kink at approximately 8mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 98% stenosed, 38x2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending. A 2.75x38mm promus element¿ long drug-eluting stent was advanced for treatment. However, during procedure, tit was noticed that the tip of the stent was lifted. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 98% stenosed, 38x2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced for treatment. However, during procedure, tit was noticed that the tip of the stent was lifted. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.